Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through a series of steps, including disconnecting and reconnecting tubing and delivering boluses to address the alarms. After multiple attempts, the bolus was successfully completed, and the customer was advised to replace supplies as necessary and resume insulin.